Event description:
It was reported that the pump time was incorrect, cause was unknown. The customer experienced a low blood glucose (bg) level displayed as ¿low¿; however, a specific value was not provided. Reportedly the customer required assistance and was given a drink and consumed carbohydrates to address bg. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.

Event description:
It was reported that the pump time was incorrect, cause was unknown. The customer experienced a low blood glucose (bg) level displayed as ¿low¿; however, a specific value was not provided. Customer consumed carbohydrates to address bg. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.